Event description:
Hospital reported that an encore inflation device was being used with a coronary dilation balloon. The gauge of the device was not registering pressure and the balloon rupture. There was no patient injury. The inflation device was replaced an stent was successfully placed.